Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels up to 400 mg/dl. The customer would deliver manual injections and bolus to stabilize bg levels. Reportedly, the contact was not with the customer or the pump at the time of the call. Multiple follow up attempts were made to troubleshoot with the customer. However, no additional information was provided.